Event description:
It was reported that a rental bed located on ambulatory surgery unit and a patient was placed in bed post procedure. Rn was attending to the other patient in the room on the other side of the curtain, the patient in bed in question raised head of bed. Rn heard noise from other side of the curtain, found bed flat with patient lying flat. The patient reported head of bed just collapsed from raised position to flat. Pt complained of back and neck pain.